Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. Prolonged numbness is partial or complete loss of sensation on the treatment area or nerve path/dermatomal distribution lasting 2 months or longer. A supplemental report will be submitted if and when additional information is obtained. According to the coolsculpting user manual, under rare adverse events, a mental state of altered mood characterized by feelings of sadness, despair and discouragement, presenting as psychological symptoms - depression/ major depressive disorder, is not related to any coolsculpting device failure mode but it is included in the risk management files of the device. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen the year of 2022 with coolsculpting developed paradoxical adipose hyperplasia (ph), prolonged numbness and diagnosed with major depressive disorder.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, a2, a3a, a4, d1, d4, g3.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2022 with coolsculpting developed paradoxical adipose hyperplasia (ph), prolonged numbness and diagnosed with major depressive disorder.